Event description:
The subject defibrillator was implanted on (B)(6) 2015 during a replacement procedure. Reportedly, frequent ventricular oversensing was recorded with the previously implanted defibrillator since (B)(6) 2015. During the follow-up performed on (B)(6) 2016, ventricular oversensing was also observed with the subject defibrillator. This oversensing was reportedly not reproduced via isometrics or other patient maneuvers. Preliminary analysis results showed that a lead dislodgment is suspected at ventricular level.

Event description:
The subject defibrillator was implanted on (B)(6) 2015 during a replacement procedure. Reportedly, frequent ventricular oversensing was recorded with the previously implanted defibrillator since (B)(6) 2015. During the follow-up performed on (B)(6) 2016, ventricular oversensing was also observed with the subject defibrillator. This oversensing was reportedly not reproduced via isometrics or other patient maneuvers. Preliminary analysis results showed that a lead dislodgment is suspected at ventricular level.